Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl at the time of incident and above 400 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the sensor received calibration not accepted alert and change sensor alert. Customer stated that the blood at site. Troubleshooting was not performed for high blood glucose level and troubleshooting was performed for sensor issue. The insulin pump will not be returned for analysis.